Event description:
Healthcare professional reported deflation. This record is for a right side. Device was explanted and replaced.

Manufacturer narrative:
Photo analysis based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening and an opening assessed as surgical damage. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported deflation. This record is for a right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.